Manufacturer narrative:
One model 096f6j catheter was returned for evaluation. The customer report of occlusion was unable to be confirmed. As received, no resistance was noticed in any lumen. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage or inconsistency was observed from catheter body or balloon. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As no defect was found, a product non-conformance or device failure could not be confirmed and no root cause could be determined. As part of the manufacturing process 100% of the units go through a tip inspection and leak and flow test. The instructions for use also contain instructions on catheter preparation to ensure proper use of device.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan-ganz catheter, during insertion into the patient, the lumen had air inclusion. The issue was resolved by replacing the catheter. The brand/size of the used introducer is unknown. There was no allegation of patient injury.